Manufacturer narrative:
Product ID 3888-28, lot# l35663, implanted: 1996 (B)(6); product type lead product ID 3487a, lot# *unkser, implanted: 1996 (B)(6); product type lead product ID 7495-25, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 7495-25, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID neu_unknown_prog, serial# unknown; product type programmer, physician (B)(4).

Event description:
It was reported that there were greater than >4000 ohms on some of the bipolar pairs for the left side. The clinician programmer was programmed with two leads instead of one. The patient had only one lead on the left side. Once changed in the clinician programmer the issue was resolved. It was recommended that the manufacturer representative increase default test values and re-run the test, they were getting questions marks in results. They were getting ¿????¿ on 2-7 and 6-7. It was reviewed that current impedance measurements were normal. It was noted that the left battery seemed to be different as fast the therapy. It was noted that potentially the left battery was low. The left battery seemed to be resetting. The patient saw a light blinking on the patient programmer. It was stated that since the battery was getting low on the left it could be the reason for the inconsistencies. The patient was getting good stimulation on both the left and right side. The manufacturer representative was able to program around. Additional information was received indicating that the patient had their system replaced because the leads were fractured. It was noted that the leads were 17 years old. The patient was not able to turn on her device and it was not connecting. Something was not reading right and was asked if she had fallen. The patient ended up finding out the leads were fractured so they replaced the whole system.